Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.00/1.5/095 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.